Manufacturer narrative:
The source capsule appears to have been broken or pulled off the cable. The source capsule and cable were received on (B)(4) 2008. The root cause has not been determined as yet.

Event description:
Our model m-19 brachytherapy source was designed for use in the oncology system hdr 1000 afterloader. We have distributed 3 sources to date. On (B)(6) 2008, the afterloader MFR reported to us that the source capsule had broken off from the cable inside their machine during installation and testing of the afterloader at their customer's site on (B)(6) 2008. Since then, we have notified (B)(4) department of environmental quality of the incident, and the ir-192 source was recovered and shipped back to us. The source capsule appears to have been broken or pulled off the cable. The root cause has not been determined yet.